Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. During placement, a leak developed 10 cm distal to the suture wing. It should also be noted that the facility was utilizing a hemostat to guide catheter in for the purpose of drawing blood.